Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, heavily tortuous ostial circumflex. The oad was used for four low speed treatments and three high speed treatments. On the third high speed treatment, the oad nosecone fractured. The physician stated there was a tight angle that was being treated that led to the fracture. Angiographic imaging confirmed no vessel damage and the patient remained in stable condition. A wire wrap technique was used to remove the components. A stent was deployed from the circumflex to the left main artery to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. The probable cause for this event would be the oad transversing across an acute angle at the ostial lcx entering the distal lm while treating a severely calcified, severely tortuous, and very stenosed lesion with a challenging anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, d9, g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, heavily tortuous ostial circumflex. The oad was used for four low speed treatments and three high speed treatments. On the third high speed treatment, the oad nosecone fractured. The physician stated there was a tight angle that was being treated that led to the fracture. Angiographic imaging confirmed no vessel damage and the patient remained in stable condition. A wire wrap technique was used to remove the components. A stent was deployed from the circumflex to the left main artery to complete the procedure. The patient was in stable condition. Additional information was received indicating in the physician's opinion the tight bend possibly led to the fracture. Treatments were performed both proximal-to-distal and distal-to-proximal.